Event description:
It was reported that plate probes need to be replaced due to fit issues. No patient involved.

Manufacturer narrative:
H3, h6: the device was being used during treatment and was returned for evaluation. The plate probe was tested and had no fit issues when connected to the handpiece, drill, or long attachment. There were also no visual issues that could have contributed to the reported event. Therefore, the reported event cannot be confirmed. A relationship between the device and reported event has not been established. There was no problem found. The DHR was reviewed and found that the lot had fit issues between the handpiece and visualization tool. There were no other issues that would potentially lead to a future performance issue. A complaint history review was performed and found additional reports of the issue. This issue will continue to be monitored.